Event description:
The ventilator was connected to a pt. The customer reported that the ventilator delivered 41% 02 when set to 21%. This was measured by an external analyzer. There was no pt injury. The alarm status is unknown.